Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results - x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions - device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that diagnostic testing resulted in high impedance. The patient also reported an increase in seizures and not perceiving stimulation. Follow up with the physician revealed that the increase in seizures was due to a lack of therapy and that the patient did not report not perceiving stimulation from the device. The increase in seizures was below pre-vns baseline. X-rays were reviewed by the manufacturer and no obvious lead discontinuities were found. Patient underwent full revision surgery. Good faith attempts to obtain the explanted product have been unsuccessful to date.